Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the needle base cracked with the first attempt. There was no strees put on the needle. I carefully opened the pack. It was a thin patient. I opened another pack and it worked fine". The associated emdr report numbers are 3006425876-2025-00174 and 3006425876-2025-00210.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the needle base cracked with the first attempt. There was no strees put on the needle. I carefully opened the pack. It was a thin patient. I opened another pack and it worked fine". The associated emdr report numbers are 3006425876-2025-00174 and 3006425876-2025-00210.